Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have a varied continuity on the pulse positive line when the trunk cable is flexed near the distribution node. The root cause of the varied continuity cannot be positively identified. The last pt to use this belt did not report any deficiencies. No adverse event resulted from the defective trunk cable.

Event description:
A review of service data detected a reportable event. During servicing, it was discovered that the continuity on the pulse positive line on electrode belt (B)(4) varies when the trunk cable is flexed near the distribution node. The last pt to use this electrode belt did not report any deficiencies.